Event description:
The customer reported that the plastic connector to the nurse call outlet is missing and when a nurse call cable is used, the nurse's station sounds inconsistently. The customer reported this was discovered while in use but could not provide the date of event. No patient incident or injury occurred.

Manufacturer narrative:
Evaluation codes: results: evaluation of the returned alarm found that the nurse call receptacle is damaged. When the nurse call cable is plugged into the receptacle and the cable is move, the nurses call light toggles on and off. When the customer's unit is tested with an in-house nurse call cable and the cable is moved, the nurse call light goes on and off. There are cracks on the dust covers outside the battery compartment and the battery door is missing. See medwatch report 2020362-2014-00300 for nurse call cable report. (B)(4).